Event description:
It was reported that the ilet repeatedly displayed restart prompts that persisted after multiple restarts, after which the user experienced hyperglycemia and required manual subcutaneous insulin injections administered by a caregiver. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged elevated blood glucose outside target overnight and use of backup insulin therapy without professional medical intervention. Investigation included troubleshooting and education by support, shipment tracking for a replacement unit, and repeated follow-up for device return. Investigation of this case revealed an unclear cause of hyperglycemia with no device alerts beyond restart prompts and no confirmed device component failure, and the device associated with the event was not returned for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.